Event description:
Rptr indicated that after pt's device was interrogated, their off time was inadvertently changed. All other settings remained the same. Pending return of handheld and programming software for product analysis.